Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was over 600 mg/dl. The customer in administered a manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.